Manufacturer narrative:
Concomitant medical products: product ID: 3777-75, serial#: (B)(4), product type: lead. Product ID: 3777-75, serial/lot #: (B)(4), ubd: 03-oct-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding an implantable neurostimulator (ins). It was reported that the patient did not like her current managing healthcare provider (hcp) because ¿he screwed up the lead at implant.¿ he forgot to tell her she needed to wear a neck brace and because she didn't wear a neck brace, the ¿node¿ (lead) ¿fell¿ from where it was implanted on the left side. The hcp went back in ¿around 2 months after implant¿ and moved the lead back to where it was supposed to be, but since the revision the "node" has again fallen away from the spine. The patient states that the lead on the left side is at least a few inches away from the spine and it has not been helping her pain. She still has horrific pain on the left side and also has spasm's on the left side. The hcp told her the "node" even though it had moved from the spinal column, it should still be working just fine. The right side has no issues.